Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that on: (B)(6) 2008: the patient was presented with lumbosacral instability, l1-s1.2. Spinal stenosis, l1-s1. The patient underwent following surgery : segmental arthrodesis with bony autograft, bilateral l1-l2, l2-l3, l3-l4, l4-l5, l5-s1 pedicle instrumented fusion, bilateral l1-l2, l2-l3, l3-l4, l4-l5, l5-s1. Posterior lumbar interbody cage placement for fusion, l2-l3, l4-l5. Decompressive laminectomy li, l2, l3, l4, l5. Decompressive foraminotomies, bilateral l1-l2, l2-l3, l3-l4, l4-l5, l5-s1. Left l1-l2 microdiscectomy. Facetectomy left l2-l3, l4-l5 for interbody cage placement. As per records&#55726; floseal was placed in the lateral spinal gutters. The laminectomized bone had been mixed with bone morphogenetic protein (bmp) sponges and these were placed along the transverse processes. On the left, the sponge was placed to the lower side; on the right, it was placed on the upper side of the construct.."